Event description:
It was reported that during afib ablation procedure it was discovered that right atrial (ra) lead was dislodged. The lead was explanted and replaced. The patient is in stable condition.